Event description:
Physician used a 3.0mm diameter x 38mm length resolute integrity (rx) drug eluting stent to treat an in stent restenosis. Target lesion was in the right coronary artery with moderate vessel tortuosity. Vessel was pre-dilated. Account reported that resistance was met when advancing device but no excessive force was used. Multiple wires were used to deliver the stent. The stent was inflated in delivery position. The operator noticed the pressure was lost in the indiflator during inflation. After confirming that the balloon had not deflated, the physician decided that the pressure lost must have occurred in the delivery catheter. He next attempted to remove the catheter. This is when the catheter fractured into two pieces. The physician used a .35 wire to capture the broken portion of the catheter and remove. No further patient complications or clinical sequelae reported for this event. Evaluation summary: the transition shaft had detached just distal to exchange joint. The detachment site was jagged and stretched. Transition shaft was stretched measuring 18.5cm. The balloon had been inflated and the stent had been deployed in the patient. Blood and contrast were evident in the balloon and inflation lumen. The detached distal shaft was inflated and maintained pressure at 9atms and 16atms without any issue. This confirms no balloon or distal shaft leak. It is likely that the leak occurred at the detachment site on the transition shaft.

Manufacturer narrative:
Evaluation, results: (related to operational context) detachment of component is most likely procedural related. (Deformation problem). Conclusions: (related to operational context) detachment of component is most likely procedural related. (B)(4).